Event description:
The patient contacted animas on (B)(6) 2012 reporting that they have had occlusion alarms since (B)(6) 2012. They reported that for the past few days they have had high blood glucose (bg) levels in the 300mg/dl range. The bg on (B)(6) 2012 was 350mg/dl with thirst and poor vision. The patient's bg on (B)(6) 2012 was 308mg/dl and they treated themselves with a bolus and checked bg in on hour (value not provided). The patient reported that the pump piston rod in the cartridge compartment sounds as if it's grinding or struggling to move during the load cartridge step. The patient contributed this to their high blood glucose levels. The patient stated that they changed the site and cartridge and denied any cannula issues. During troubleshooting, the patient reported that they were not cycling the cartridge per the instruction for use. Customer support instructed patient on proper cycling of cartridge. This report is being made due to the possibility that the misuse of the cartridge contributed to the patient's bg excursion.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed several occlusion alarms due to high force. The occlusions were stimulated and alarms were recorded in the history at the correct time and order. The total daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump's ez prime steps were performed successfully. The pump was exercised for 24 hours with no alarms duplicated. The force sensor calibration reading was within specifications. A 29 hour flow accuracy test was performed on the pump and the pump was found to be delivering within the required specifications. There was no damage found to the force sensor circuit or on the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012-device evaluation: the cartridge was not returned for investigation. A retain cartridge sample has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.